Event description:
A malfunction occurred with the customer¿s pump, identified by the code malf 12, and was reported at least three times. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.